Manufacturer narrative:
Additional information on 06/29/2019, that event was traced to user fault and device evaluation was completed on 04/16/2019. Tech support was able to reproduce the issue on psv mode. A disconnection alarm, will be triggered with the following: patient must maintain the respiratory rate, flow of the spontaneously breathing patient must be similar to inspiratory flow from the ventilator, or high resistance is connected to the ventilator. On the event, the customer was using a coaxial circuit and pressure was still reached. Therefore, the device would not detect a disconnection. Upon investigation, the following are the possible causes of the incident: no quick check done before ventilation, connections between iflow and co2 sampling connector too loose (connecting them without the appropriate force) and fluid ingress between the connection parts not allowing complete/tight connection. The customer has been informed of the following to prevent future occurrences of this incident: importance of checking the circuit connections thoroughly before using the ventilator and importance of monitoring patient's vital signs during ventilation to help to perform a severity assessment for an incident reported.

Manufacturer narrative:
The customer was able to provide the trending data and the engineer was able to duplicate the reported device behavior. The customer reported the connection setup : y-piece > co2 sensor cuvette > iflow sensor > filter. This issue will be internally investigated within vyaire. Any additional information received from the customer will be included in a follow-up report.

Event description:
The (B)(6) has reported to vyaire that the connection between iflow sensor and co2 sensor cuvette is too loose and no alarm was triggered by a disconnection. In the reported case, there was no spo2 sensor in use. The clinical staff recognized that there is a problem once the patient got tachycardia. The spo2 was at 70% at that time.